Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8590-1, lot# n505746, implanted: (B)(6) 2015, product type accessory.

Event description:
Additional information received reported that by (B)(6) 2015 the pump was moving. The nurse and the physician used the round plastic template to try to find the pump. In (B)(6) 2016 the pump moved and mesh was used. The mesh on the pump did not help. The pump movement and pain was not resolved. The pump was up under the patient¿s left rib. It was painful to bend or move. Per the patient regarding the mesh that didn¿t help the patient assumed the mesh didn¿t stay in place and that was why the pump was under the patient¿s rib now. When asked if the patient experienced any symptoms related to the mesh not helping the patient reported the pump started moving. The issue with the mesh has not been resolved, the pump continues to move.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient's implanted infusion pump containing unknown medications. The indication for use was non-malignant pain. It was reported that the patient's pump was now up under her ribcage. The meds were helping with the patient's pain but the pain from the moving pump was awful and very uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.